Manufacturer narrative:
No root cause could be determined. The field service representative reported the instrument is not malfunctioning and the internal qc also does not point to any reagent-related issue. As no raw data is available, no further investigation is possible. The customer confirmed that no adverse events were reported.

Event description:
The customer stated they received a questionable result for creatinine on their integra 800 analyzer ((B)(4)). The customer provided data for one discrepant result reported outside the laboratory. Repeat testing was performed on the same integra 800. The patient had an initial creatinine result of 2.5 mg/dl accompanied by a data flag. The physician questioned the result as previous creatinine results did not coincide with this test. The repeat result was 0.7 mg/dl issued as a corrected report. There were no adverse affects to the patient as a result of this event. The field service representative could not determine the cause of the event. He checked the fluidics and performed diagnostics on the photometer and analyzer areas. For verification, he ran diagnostics and performance tests all within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.